Manufacturer narrative:
Device analysis results: visual analysis of the returned device identified: yellow particles in the shell, device weight to be within specification, crease fold, and cloudy color in the gel observed after autoclave. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Physician reports alcl disease was located in implant capsule. The disease clinically presented as seroma around the implant which was aspirated. Treated with implant and capsule excision. No chemotherapy or radiotherapy. "Implant intact on removal. Capsule thin. Disease limited to capsule. Immunohistochemistry shows positive staining of the large cells with cd30, cd2,cd4 and cd5. There is loss of cd3 and cd7. Some of the cells are positive with tia1. Cd8, bf1, alk1, cd56, tia1, granzyme b and perforin are all negative. No ebv positive cells could be identified with lmp 1 or eber-ish." This relates to the right side.

Manufacturer narrative:
Device labeling addresses: potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. "Based on information reported to FDA and found in medical literature, a possible association has been identified between breast implants and the rare development of anaplastic large cell lymphoma (alcl), a type of non-hodgkin¿s lymphoma. Women with breast implants may have a very small but increased risk of developing alcl in the fluid or scar capsule adjacent to the implant. Alcl has been reported globally in patients with an implant history that includes allergan¿s and other manufacturers¿ breast implants. You should consider the possibility of alcl when you have a patient with late onset, persistent peri-implant seroma. In some cases, patients presented with capsular contracture or masses adjacent to the breast implant. When testing for alcl, collect fresh seroma fluid and representative portions of the capsule, and send for pathology tests to rule out alcl. If your patient is diagnosed with peri-implant alcl, develop an individualized treatment plan in coordination with a multi-disciplinary care team. Because of the small number of cases worldwide, there is no defined consensus treatment regimen for peri-implant alcl.

Event description:
Physician reported "presented with swelling. Fluid noted on us. Aspirate cytology revealed alcl." "Implant intact on removal. Capsule thin. Disease limited to capsule." This relates to the right side.

Event description:
Physician reports alcl disease was located in implant capsule. The disease clinically presented as seroma around the implant which was aspirated. Treated with implant and capsule excision. No chemotherapy or radiotherapy. "Implant intact on removal. Capsule thin. Disease limited to capsule. Immunohistochemistry shows positive staining of the large cells with cd30, cd2,cd4 and cd5. There is loss of cd3 and cd7. Some of the cells are positive with tia1. Cd8, bf1, alk1, cd56, tia1, granzyme b and perforin are all negative. No ebv positive cells could be identified with lmp 1 or eber-ish." This relates to the right side.

Manufacturer narrative:
This event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. The events of edema, late seroma, and lymphoma-alcl are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Physician reported "presented with swelling. Fluid noted on us. Aspirate cytology revealed alcl." "Implant intact on removal. Capsule thin. Disease limited to capsule." This relates to the right side.